Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that the proximal clevis was broken and missing an 0.150 x 0.250 piece at the main tube interface. Additional observations not reported by the customer were main tube damages. The distal end of the main tube had various scratch marks with light material removal. Scratches were 0.100 to 0.200 in length and were not aligned with the tube's axis. Evidence not conclusive, but the proximal clevis and main tube damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si procedure, the plastic protector sleeve on the permanent cautery hook instrument broke during use. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.